Manufacturer narrative:
(B) (4). The ge service rep troubleshot the system and found the unit to be within specs but adjusted unit to be a little bit tighter in specifications. He performed a beam alignment and found the unit settings at viewable image. The system operates as intended.

Event description:
The customer reported that the mag mode 1 was not in calibration. No pt injury was reported.